Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy reversal, after the stapler was fired they saw an opening in the anastomoses from 12 to 6. There was poor staple formation, the handle was fully squeezed and the donuts were complete. They resected, re-stapled and converted to an open procedure to fix the staple line. The anvil got stuck on the anastomotic lip upon removal. The anvil can be tilted after firing. The event lead to or extended the patient¿s hospitalization. They needed to have a colostomy for diversion. They had to excise the tissue to close the tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally, the instrument was reloaded with a full complement of staple and was applied to appropriate test media with a representative anvil showing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.